Event description:
It was reported that the patient's implantable cardiac monitor (icm) exhibited undersensing resulted in false pause episode being displayed. No intervention was performed, and the clinic will continue to monitor the patient. The patient was in stable condition.